Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). Per the gore excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia.

Event description:
On (B)(6)2014, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. On (B)(6) 2017, the patient presented a dissection. The dissection occurred from the thoracic region and extended to the abdominal region. The trunk-ipsilateral component was compressed by the false lumen. The right and left legs were thrombosed and showed ischemia of the lower extremities. The patient underwent an emergent re-intervention. A conformable gore tag® thoracic endoprosthesis was implanted to cover the entry of the dissection. An aortic extender component was implanted within the trunk-ipsilateral component to reline. Thrombectomy was performed to the right and left legs. The compression of the trunk-ipsilateral component was recovered and the ischemic right and left legs were improved. The patient tolerated the procedure.